Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that that during the procedure, farawave catheter could not flush properly. Subsequently, the catheter was replaced and the procedure was completed. There were no patient complications. The device is expected to return for analysis.

Event description:
It was reported that during the procedure, farawave catheter could not flush properly. Subsequently, the catheter was replaced and the procedure was completed. There were no patient complications. The device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the farawave catheter was analyzed. Visual inspection found no abnormalities. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Flow testing was performed, and no obstruction was observed, and the irrigation was functional in all deployment states.